Manufacturer narrative:
Catalog number - the correct catalog number is 14324-97. (B)(4). Suspect positive bi. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi). The affected load was reprocessed. There was no injury reported. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Information was received from the customer stating they reported a suspect positive bi in error. The customer stated the issue was media evaporation of the bi after processing. The load was reprocessed. This is not considered a reportable event.